Event description:
The pt was revised because of loosening of the tibial component, there was no fixation of the tray to the cement mantle, malalignment of the femoral component, and titanium allergy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.